Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left upper arm shunt. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres at a duration of 30 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed the balloon material was torn 35mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left upper arm shunt. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres at a duration of 30 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).